Event description:
It was reported that prior to starting a da vinci surgical procedure, the cadiere forceps instrument wire was exposed. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found one grip cable was frayed at the distal clevis hub. The cable segment stuck out of the wrist approximately .185. Failure analysis investigation also found the following additional damages to the instrument: the grip tips exhibited scratches on both sides, there may be material missing. The deep scratches on the tip might have been caused by the another sharp instrument as it can be seen with the evenly spaced marks. The evidence was inconclusive, but suggest that the instrument was damaged by serrated teeth of another instrument. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed grip cable or the missing material and/or the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.